Event description:
It was reported that a user attempting to scan a freestyle libre 3 plus glucose sensor received an "incompatible sensor" notification because the sensor applied was a freestyle libre 3, not the plus version, and the pump requires the plus sensor. No adverse clinical symptoms reported. Outcomes included successful activation and use after the user applied an available freestyle libre 3 plus sensor. User support included troubleshooting and user education to verify sensor model against packaging and to guide correct application and activation. Investigation of this case revealed user-device incompatibility due to using a non-supported sensor model with the pump, resolved by using the correct plus sensor. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor for the device.

Manufacturer narrative:
Initial.